Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient is alleging kidney disease/toxicity, kidney cancer, nodules and spots on lungs requiring chemo infusion treatment. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.